Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the reported complaint for ¿high pressure¿ was confirmed by functional testing. The cause was a defective downstream occlusion (dso) sensor. Replaced the dso sensor to correct the problem, and the device passed all functional tests after repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump showed the high-pressure display at startup. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.